Manufacturer narrative:
(B)(4). Approximate age of device ¿ 39 days. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported hemorrhagic stroke could not be determined. The instructions for use lists bleeding and stroke as a potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient notified the vad coordinator of experiencing headaches, feeling lethargic, and that the recent inr value was 5.16. The patient presented to their local hospital ER that day and a CT scan showed a large subdural hematoma on the right with a maximal thickness of 3.1 cm causing a 7 mm leftward shift of the midline structures, effacement of the basilar cisterns, and impending herniation was suspected. The patient's inr in the ER was 6.42. The patient was not stable enough to be transferred to the implanting center at the time. On (B)(6) 2015, a burr hole partial craniotomy was performed for clot evacuation. The patient's coumadin was held following the surgery. On (B)(6) 2015, the patient was stable and was transferred to the implanting center for evaluation of the lvad and anticoagulation. On arrival, the patient was alert and oriented and was admitted to the ICU. The patient had been off coumadin resulting in a prothrombin time (pt) of 12.4 seconds, inr of 1.15, and partial thromboplastin time (ptt) of 29.5 seconds. On (B)(6) 2015, a head CT scan showed postoperative changes of a right frontotemporal craniotomy and subdural hematoma evacuation with a small residual hypodense right-frontal extra-axial fluid collection, and pneumocephalus. It was also noted that there was a mild mass effect on the right lateral ventricle but no midline shift. On (B)(6) 2015, neurology recommended to wait at least 2 to 4 weeks from the presentation of the subdural hematoma before re-starting the anticoagulation. On (B)(6) 2015 and (B)(6) 2015 repeat head CT scans were both stable with a small right convexity isodense hemorrhage with interval decrease in pneumocephalus and mild residual mass effect on the right lateral ventricle without midline shift. The patient's pt was 13.1 seconds, inr was 1.21, and ptt was 32.4 seconds; the patient was started on IV heparin and oral coumadin. A head CT scan on (B)(6) 2015 showed no changes from the previous CT scan. The patient remained stable and alert and oriented and was discharged home on (B)(6) 2015. At discharge, the pt was 21.9 seconds, the inr was 2.01, and the ptt was 46.0 seconds. The patient was discharged on coumadin only.